Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic feeling dizzy. Upon interrogation of the device, poor capture was noted on the lead. An x-ray revealed the lead was dislodged. The physician suspects the dislodgement was a normal surgical complication after implant on (B)(6) 2017. The lead was repositioned on (B)(6) 2017. The patient was stable.